Event description:
It was reported that the customer had high blood glucose and dka. Paramedics were called and customer was transported to the hospital. Customer's blood glucose reading at the time the paramedics arrived was 570 mg/dl. Caller stated that the customer's insulin pump was not working correctly it was not delivering the correct amount of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.